Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was instructed to continue using the pump and contact technical support if the issue reappeared.